Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. The celect-pt filter was deployed in an infrarenal location, without evidence of significant tilt or immediate perforation. However, at time of retrieval 100 days later a 22° rightward tilt was noted and there was interval development of perforation by at least one of the primary filter legs on the left as well as the hook of the ivc filer, projecting entirely outside the column on contrast. The exact reason for the tilt cannot be determined, but given the severity of the tilt, this was likely the predominant cause of the perforation. The tilt resulted in abnormal forces placed on the filter hook against the ivc wall, as well as the primary filter leg. It is noted that the filter was retrieved with major difficulty, but with no evidence of active extravasation. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on 08jun2017. Analysis of the retrieval procedure venogram revealed no evidence of thrombus in the filter. The filter legs did appear outside the column of contrast before retrieval. The angle of filter tilt was 22.1 degrees in the ap view. Extravasation of contrast was not present after filter retrieval.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-fem-celect-pt. Similar to device under 510(k): k121629. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): major difficulty retrieving the ivc filter, tilt =16°. On (B)(6) 2016, during the index procedure, a celect® filter was placed. The inferior vena cava (ivc) diameter at the intended filter location was 24.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 17.3 mm at the filter location. There was no evidence of filter deformation. Migration was not assessed. The angle of filter tilt was 6.9 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2016 (day of procedure) revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. The angle of filter tilt in the ap view was 5.6 degrees and 3.5 degrees in the lat view. On (B)(6) 2016 (ten days post-procedure), the patient was discharged from the hospital. The 3 month follow-up call was completed and no adverse events were reported. On (B)(6) 2017 (100 days post-procedure), the pre-retrieval x-ray and filter retrieval procedure was performed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was = 16 degrees. The filter was retrieved because it was no longer clinically needed. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval with a günther tulip retrieval set. No additional methods or devices were utilized. The site reported major difficulty while retrieving the filter. The filter was retrieved endovascularly and no extravasation of contrast was noted after retrieval.